Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump successfully; the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues reoccurred. No further information on additional outcomes was provided.